Event description:
It was reported post permanent scs implant procedure, the pt lost feeling and mobility in his lower extremities. During the procedure, the physician had difficulties placing the lead due to build up of scar tissue. A CT scan post procedure identified a hematoma and stenosis. The pt underwent an add'l surgical intervention for exploration. The physician performed an extended laminectomy and found oozing. He irrigated and subsequently removed the entire system placing a drain in place. F/u identified the pt has shown minor improvement. The pt continues to be hospitalized.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.